Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) university hospital, (B)(6). The title of this report is ¿nonbridging external fixation in the treatment of unstable fractures of the distal forearm¿ which is associated with the stryker ¿hoffman external fixation¿ system. Within that publication, post-operative complications/ adverse events were reported which occurred from 1996 to 1999. It was not possible to ascertain specific device and patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 12 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses infection. 7 out of 10 cases. The report states: ¿pin-tract infection was seen in 10 patients (19%). These were treated with peroral antibiotics in all but 1 case, where intravenous antibiotics were necessary.¿